Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 457453 lead, implanted: (B)(6) 2005. The initial reported event was received on 2015-09-18. Of note, the reportable malfunction and serious injury of lead fracture and inappropriate shocks was timely submitted via a remedial action exemption report on 2015-10-30. Information was subsequently received on 2015-11-13 and revealed the patient is deceased and died ten days after the lead was replaced. As there is new information that reasonably suggests the lead has or may have caused or contributed to a death this event no longer qualifies for remedial action exemption reporting and is therefore being submitted as a 30-day report. The device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in that field action. (B)(4).

Event description:
It was reported by a family member that the patient passed away from the inappropriate shocks. Follow up revealed the patient was discharged from the hospital three days after the lead replacement. No performance issues were noted at the time of discharge. The patient passed away seven days after being discharged. No further information was able to be obtained regarding the patient's death and cause of death.